Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an occlusion event occured on (B)(6) 2026. The patient experienced the insertion site was likely blocked. No further information available.